Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 42 out of 45 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 42 out of 45 returned boards exhibited dim segments. Three boards were observed with no dim segments. Device inspection: the customer returned 45 lvp display board assemblies p/n tc10004754 in individual esd bags with a serial number written on each bag suspected to be the lvp from which it was removed. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 22jun2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 30oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only lvp display board assemblies were provided for the investigation.

Event description:
It was reported the (50) display boards need to be replaced due to dim segments. There was no patient involvement.